Manufacturer narrative:
The investigation of the returned product was completed by the failure analysis lab on 6/14/2019. Device evaluation summary: according to the information provided, it was reported that the patient experienced a deflation of the implant. During evaluation of the sample, an area of shell abrasion was observed on the posterior view. Leak testing was performed and it revealed a tear measuring approximately 0.4 cm within shell abrasion. No other anomalies were observed. The shell abrasion suggests in-vivo folding or creasing of the device. A crease/fold failure may be the result of the continuous and sustained stresses to the device caused by continuous and sustained stresses to the device the reported complaint was confirmed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 4/11/2019. The analysis has begun but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed for the finished device number (B)(4), and no non-conformances related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female underwent breast augmentation with a mentor siltex round moderate profile 425cc saline prosthesis and experienced right sided deflation post procedure. As a result, bilateral prosthesis replacement with mentor smooth round high profile 500cc saline prostheses was performed.